Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the base plate was cracked, coupling tool side was out of specification, and the device worked intermittently. It was further noted that the device failed pre-test for saw blade coupling, trigger and electronic control unit function, oscillation frequency, mode switch test and performance. Therefore, the reported condition was confirmed. The assignable root cause for the cracked base plate was determined to be due to product design - false and defective construction design. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the battery oscillator device had an unspecified malfunction. During service and evaluation, it was observed that the base plate was cracked and the device failed the following assessments at pretest: check saw blade coupling, functional test;, check trigger and ecu (electric control unit) function, check oscillation frequency and mode switch-test, and check performance. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.